Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: the patient was in a car accident and air lifted to the hospital. While in hospital on the pump, the patient has gone into diabetic ketoacidosis (dka) twice, and the hospital staff feels the pump is not working properly and needs to be replaced. Currently, the hospital staff has pump so mother does not have pump in hand for troubleshooting. Customer technical support (cts) advised mother to call back with pump in hand for troubleshooting. This complaint is being reported due to the allegation that a patient on pump therapy went into dka related to an alleged non-specific pump malfunction.